Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a remaining insulin reading issue. The pump displayed 5.5 units of insulin remaining in the cartridge; upon inspection, the cartridge was empty. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/13/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/30/2014 with the following findings: during investigation, a review of the pump history showed that the remaining insulin at the time of the replace cartridge alarm was 0.00. There was no replace cartridge alarm in alarm history on 08/19/2013; there was no data for this date in black box due to continued use. During testing, the remaining insulin was calculated accurately and the pump appropriately emitted an empty cartridge alarm during testing. The pump was primed until 0.00 units remained in the cartridge and an empty cartridge alarm occurred. The cartridge was removed and 0.00 units were remaining. No defect was found during the invesigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.